Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the patient has canceled her surgery for (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: a saline mentor smooth round moderate profile 200cc, catalog number 3501625, serial number (B)(4), lot number 7310521. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 200cc and experienced deflation on the right breast implant. As a result, the patient will undergo removal and replacement with saline mentor breast implant of unknown type on (B)(6) 2019.